Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm power error detected. Customer's blood glucose at time of incident was 6.8mmol/l. Customer was advised to remove battery from the pump, wait until red light stopped flashing and insert the battery, time and date set. The customer was advised to fill procedure and mother will monitor pump.